Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2020 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. It was reported that the patient was to undergo magnetic resonance imaging (MRI) as the pump had shifted in the pocket and was causing the patient pain. No further complications were reported or anticipated.